Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) was ¿high¿; however, a specific value was not provided. Customer used a manual dose injection (mdi) to address bg level and contacted health care provider to obtain additional backup insulin therapy.